Event description:
Reportedly, an o-ring sel disengaged from the instrument into the patient cavity and was subsequently retrieved to complete the case without further incident. Procedure: laparoscropic hernia repair. Pt status: no pt injury reported.